Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). During the implant procedure, the physician was experiencing difficulties with inserting the terminal end of this lead into the right atrial port of the device. The physician was able to advance the terminal end of the lead. The physician felt that an higher than normal force was required for terminal end insertion. Ts suggested that mineral oil can be applied to the end of the lead if resistance is encountered. The local representative reported that ra pacing impedance measurements were within normal range.